Manufacturer narrative:
Concomitant medical products: 6917-35t lead, implanted: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the device had a fail in the past and it had ¿stopped working for about 30 seconds at a time¿ in 2001. The device was explanted and replaced. No patient complications have been reported.